Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was discovered on an unknown date that the thread and the holes of the implants were damaged. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An additional evaluation was performed and reports the following: the received cervious trial implant was reviewed. According to manufacturing and material documents all specifications are met. Based on these results it was determined there was no failure at manufacturing. On the basis of the examination of the damaged thread with the close-fitting drill chuck, it was believed that improper handling led to the damage. (Tilting of the handle of the trial implant).